Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach at the first ri b/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) and right atrial (ra) leads were explanted and returned to the manufacturer for analysis. Both leads were analyzed and tested out of specification. No patient complications have been reported as a result of this event.